Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy . E3: occupation: technologist h4: device manufacture date: unknown due to unknown lot number the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the event occurred approximately a year and a half ago. The physician was gaining popliteal access for a declot procedure. Access was difficult and they experienced a piece of the wire from this kit breaking off inside the patient. The case was under internal review due to findings on a recent radiology study the patient had. The blood loss was less than 250ccs. Additional information was received on 28may2025: access was popliteal due to thrombus in the femoral vein into the iliac veins. It was believed that the wire separated during initial access, which was not noticed, possibly sheared from needle. The broken wire was not retrieved since they were not aware of it. This was an incidental finding from routine x-rays of the knee months after. The wire was withdrawn from the needle.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, b6, and h6, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a guidewire separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 12jun2025: the patient underwent a procedure that utilized a nitinol mini guidewire (0.021") precision, glidesheath, and a glidesheath slender, approximately 1.5 years ago. During the procedure the introducer wire "broke off" (unknown location or size of fragment), the treating physician chose to leave it in the patient, and patient with discharged with no further issue. Approximately 1.5 years later the patient returned to the hospital for unrelated x-rays, and the foreign body was noted on the film.